Manufacturer narrative:
As reported, the involved apex arthroscopy tubing set is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported packaging issue was unable to be determined. This device UDI# is (B)(4). This device was manufactured on 23-oct-2015 in a lot of (B)(4) units with no discrepancies noted during the manufacturing process. A review of complaint history for this device and lot number combination shows there have been no other complaints received. A two-year review of complaint history for this device inclusive of all manufactured lots shows that there has been one (1) similar complaint report received in (B)(6) 2015 for a different lot number. The product insert contains the following instruction: upon initial receipt of the product, this device should only be used if the original packaging and labeling are intact. If packaging has been opened or altered, contact your local linvatec representative, or in the u.s. Contact the customer service department. Good clinical practice includes examination and verification of the original packaging and its labeling to ensure both are intact prior to use.

Event description:
The customer reported that a portion of the white inner pouch that holds the apex arthroscopy tubing set was caught in the seal of the outer packaging. There was no patient involvement with this reported problem. The packaging anomaly was discovered prior to use and the tube set and packaging were discarded by the user facility.